Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The healthcare professional reported, left side rupture. The device has been explanted and replaced.

Event description:
The healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as fold flaw opening. As per the investigation procedure, wear abrasion, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Event description:
The healthcare professional reported, left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The healthcare professional reported left-side rupture. The device remains implanted.